Manufacturer narrative:
One medfusion 3500 syringe pump was returned for evaluation. Visual inspection found the pump in poor condition, with the top case cracked in the back. A review of the event history log found a check clutch/plunger lever error. The reported problem was able to be replicated. The cause of the reported problem was due to the position pot tab that was broken off. Based on the evidence, the failure is due to the user interfacing with the product in a manner inconsistent with the indication for use. There was no evidence found to suggest the event was caused from an intrinsic defect in the product. (B)(4).

Event description:
It was reported that a medfusion 3500 syringe pump had check clutch, check plunger lever, and barrel alarm errors. The product was not in use on a patient and no injury was reported.